Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer overfilled the cartridge. There was no adverse impact to the customer's blood glucose level due to this reported issue. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.